Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-sept-2019 with the following findings: during investigation, a leak test was performed and a leak was identified at a crack in the cover between the display lens and case seal. There was evidence of moisture ingress internally. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a pump case leak with moisture observed inside the pump. This report is made based on results of investigation completed on 03-sept-2019. There was no indication that the product caused or contributed to an adverse event.